Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, the patient received an alert; however, when the device was interrogated, there was no alert observed in the device records. No intervention was performed to resolve the event and patient was stable.